Manufacturer narrative:
It was reported that on (B)(6) 2025 during a "left heart cardiac cath" procedure, the control syringe unraveled from the manifold. The customer reported that the syringe was replaced and the procedure was able to be completed. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that on (B)(6) 2025 during a "left heart cardiac cath" procedure, the control syringe unraveled from the manifold. The customer reported that the syringe was replaced and the procedure was able to be completed.